Event description:
It was reported that the side-firing fiber forward fired at 32,640 joules during a prostate procedure. The procedure was completed with a second fiber. It was reported that there was no patient injury.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. Failure analysis disclosed that the fiber cap was intact and attached, although drilled through, and shows burnt and melted. The fiber cap condition would result in reduced vaporization efficiency and may also cause forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a request has been submitted.